Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe sftygld 1ml w/ndl 27x1/2 rb had leakage. The following information was provided by the initial reporter: material # 305945. Batch # 4228049. Verbatim: rcc received a complaint via email. Situation: we had an event today where a nurse was using this needle, she did two good pokes, and the needle would not pierce the skin (this is the actual wrapper for that needle). She said that she also had one of these needles that leaked when she was injecting (I don¿t have the wrapper for that one). Let me know if you have any questions. Background: event date: 04/03/2025 ih #: (B)(4) syringe tb 1ml 27gax.5 safetyglide. Mfg #: (B)(4) sample available: no. Lot #: 4228049e1 assessment: credit requested: no. Was there injury? No.